Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.